Manufacturer narrative:
On june 16, 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned". On june 17, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/ or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast surgery with unknown size unknown tissue expander, and experienced unknown side tissue expander deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed, and supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following, and hence appropriate fields on this form have been updated: 1) patient name and date of birth have been received and updated under section a. 2) date of implant has been received and populated as (B)(6) 2019 under field d6 3) effected side was provided as left. 4) product information has been received and populated as catalog number smxp110ruh, serial number (B)(6). Information has been updated under each field in section d. 5) device code "off-label use" has been added under field h6. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).